Event description:
It was reported by the sales representative that during the laparoscopic hysterectomy, the active blade fell off during use in the case. The tip was retrieved and the case and patient were not affected. Same like device was used to complete the case.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as 'replace instrument' with the gen11 later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.